Manufacturer narrative:
B3. Date of event: the event date is unknown. As a result, the 1st day of the year has been entered as the event date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. It was reported that the vizigo¿ drew air into the sheath through the valve during aspiration. When placing a finger onto the valve and performing aspiration like that, no air was visible. No air entered the patient¿s body. The vizigo¿ was replaced and the issue was resolved. The surgery was delayed by 15 minutes due to the reported event. The procedure was successfully completed. There was no patient consequence. The air flows back into the side port issue is MDR reportable to the FDA.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. It was reported that the vizigo¿ drew air into the sheath through the valve during aspiration. When placing a finger onto the valve and performing aspiration like that, no air was visible. No air entered the patient¿s body. The vizigo¿ was replaced and the issue was resolved. The surgery was delayed by 15 minutes due to the reported event. The procedure was successfully completed. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis on external surfaces revealed that the brim cap was found cracked. The damage observed could be related to excessive force or manipulation applied during the procedure; however, this could not be conclusively determined. The crack on the surface of the brim cap is related with the issue reported by the customer. This finding of a broken brim cap has been reviewed and is also considered to be an MDR reportable malfunction since the integrity of the device has been compromised. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).